Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that in the (B)(6) 2015 customer was in the hospital for a couple of hours due to low blood glucose. Customer declined 24 hour helpline assistance.